Event description:
It was reported that the patient's blood glucose level rose to 298 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication alarm.

Manufacturer narrative:
The device was received having generated an 0x40 hazard alarm, indicating rotational sensor maximum open count exceeded. A rotational sensor malfunction was observed at the end of the data. A tear in the unexposed portion of the soft cannula was observed to leak fluid. Corrosion was observed on the mechanism rail and commutator cap. The tear in the unexposed portion of the soft cannula can be confirmed as the cause of the internal corrosion, subsequent rotational sensor malfunction and reported 0x40 hazard alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: omnipod software app version: operating system: hardware: cgm sensor type: please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The observed internal cannula tear is related to action #98586. The device was received having generated an 0x40 hazard alarm, indicating rotational sensor maximum open count exceeded. A rotational sensor malfunction was observed at the end of the data. A tear in the unexposed portion of the soft cannula was observed to leak fluid. Corrosion was observed on the mechanism rail and commutator cap. The tear in the unexposed portion of the soft cannula can be confirmed as the cause of the internal corrosion, subsequent rotational sensor malfunction and reported 0x40 hazard alarm.